Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot qcmhqh, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle broke at the swage part. No pieces were left inside the patient¿s body. There were no adverse patient consequences reported. No additional information was provided.